Manufacturer narrative:
Multiple attempts have been made on (B)(6) 2026 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was ripped off of the roll stand. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was ripped off the roll stand. The remote service engineer (rse) provided the customer with the part number of the central processing unit (cpu) tray cover and replacement foot kit. This investigation is ongoing.